Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding an inner blister packaging issue involving a accolade stem was reported. The event was confirmed. The inner blister, inner tyvek, inner blister packaging components and the device were returned. There was evidence that the packaging had been handled by a bloody glove. The tyvek had been peeled back halfway and there was evidence of a complete seal between the tyvek and the blister. The underside of the inner blister is bulging out in the shape of the device and there are kinks in the plastic, most likely due to pressure applied to the packaging, possibly something heavy being placed/falling on top of the packaging, suggestive of rough handling in the field. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The packaging was returned and the inner blister seal was confirmed to be breached. The investigation however concluded that a full seal on the inner blister was present at the time of manufacture. It is likely in this case that integrity of the seal was compromised as a result of rough handling in the field, this device in particular was part of a loaner kit and had been in the field since june 2010. No further investigation is required at this time.

Event description:
It was reported upon inspection inner blister was open so surgeon used back up stem that was in stock to complete procedure. No delay in surgery.

Event description:
It was reported upon inspection inner blister was open so surgeon used back up stem that was in stock to complete procedure. No delay in surgery.